Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.,d.7.,h.6.

Event description:
Additionally, healthcare professional reported a capsular contracture with a baker grade of IV and pain. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported capsular contracture, seroma ¿ late , edema, inflammation/irritation, cyst and calcification on left side, device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported capsular contracture, seroma ¿ late , edema, inflammation/irritation, cyst and calcification on left side, device remains implanted.